Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR# 1213809-2019-00501. This event has been over-reported.

Event description:
It was reported that foreign material was found before use in the cardboard box and sterile packaging of 1000 bd luer-lok¿ sterile, single use syringes. The following information was provided by the initial reporter: the pharmacy at our facility has identified defective 5ml syringes and we need for you come and pick them up and replace them at no charge. They have isolated 10 cases with the same lot#. Foreign material was found within the cardboard box and in sterile packages.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign material was found before use in the cardboard box and sterile packaging of 1000 bd luer-lok¿ sterile, single use syringes. The following information was provided by the initial reporter: the pharmacy at our facility has identified defective 5ml syringes and we need for you come and pick them up and replace them at no charge. They have isolated 10 cases with the same lot#. Foreign material was found within the cardboard box and in sterile packages.